Event description:
On 08-mar-2023 millyard advanced medical products, llc became aware of medwatch report mw5115230 regarding our marketed device. A nurse voluntarily filed a user report on 21-feb-2023. The report indicates an event date of (B)(6) 2023 for a complaint that remodulin leaked onto the pump causing it to stop working. The report indicates the patient was hospitalized in order to continue to receive remodulin therapy until a replacement pump and batteries were delivered. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation. An investigation of manufacturing records was not possible due to serial numbers not being provided in the report. Despite no report of death nor any serious injury being identified, this issue is being reported out of an abundance of caution.